Manufacturer narrative:
The device was not received for evaluation. However, a photo was provided which showed the label on the retail box was marked with item number bcag743002 lot number 9127010 and on the label of the primary packaging it was noted bchg643002 lot number 9127011. These two observations revealed the issue occurred during the kitting step. Retraining took place.

Event description:
According to the available information, the catheter was labelled imajin 7/26 silicone, but inside the box was a 6/26 biosoft. As a result, the traceability label did not correspond to the batch number on the jj.

Manufacturer narrative:
Lot number: 9127011. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.